Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/26/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - how long, in minutes, did the surgery prolong? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post-operative care due to the prolonged procedure? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a hernia repair surgery on (B)(6) 2026 and absorbable straps were used. General surgeon used the open secure strap, opstrap20r to fixate a mesh during an open incisional hernia repair procedure. The tacker fired 2-3 straps, but it did not fixate the mesh. It was as if the tacker did not fire with enough force. The tacker then stopped to fire even though the trigger was pulled. No more tacks appeared out of the opening. Since there was only securestrap left on the shelf, they opened this device. This tacker worked perfectly for a few tacks, but then it seemed as if 1 tacker turned in the firing shaft and then blocked the next firings. They tried to dislodge the stuck tacker in the shaft opening, but with no success. All firings after this has been blocked and no tacks were shot out. They had to open a 3rd device. The surgeon completed the procedure successfully with this device. The surgeon is a loyal secure strap user for more than 10 years. There were no patient consequences reported. There was a 20 minute surgical delay reported. Additional information was requested.